Event description:
Healthcare professional reported, a right side deflation. The device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening on anterior. Microscopic analysis was performed which identified, sharp opening on valve bond edge, crack opening on valve and white particles inner the shell. Based on the device analysis, the final assessment is: a cracked valve seat diaphragm valve. A sharp opening on valve bond edge assessed, as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device has been replaced.